Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that there was no resistance noted during the insertion and advancement of the clip delivery system (cds). During the insertion of the cds, the steerable guide catheter (sgc) +/- steering knob was set at neutral. When the troubleshooting maneuvers were performed, the arm positioner was set to neutral. There were no turns on the cds handle. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the clip delivery system was difficult to remove into the steerable guide catheter which is known to cause or contribute to patient injury. It was reported that during a mitraclip procedure, when the clip was in the left atrium, the clip would not open at all. Trouble shooting maneuvers were performed (unlocking/locking clip, releasing curves on the device) with no success. While removing the clip delivery system (cds) the soft tip of the steerable guide catheter (sgc) became damaged. The clip did not get stuck on the tip, but the removal was a little difficult. The damage to the sgc tip could not be described further. The cds did not have any problems during preparation. The cds shaft was not curved more than 90 degrees during preparation or procedure. The procedure was completed with the use of two additional cds devices. The degenerative mitral regurgitation grade was reduced from 4+ to 2+ with the implantation of the two clips. Post procedure the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported inability to open the clip was confirmed via returned device analysis. The reported difficulty retracting the clip could not be replicated as the returned steerable guide catheter (sgc) was not returned in a condition in which the test could be adequately performed. In an effort to determine a cause for the inability to open the clip, inner device components were examined. It was observed that a portion of the harness on the weld side was wedged between the connector and base plate when pulling down on the binding plate, which could result in difficulties opening the clip. Because the clip was able to open during functional inspection prior to the procedure, this suggests that the harness became wedged between the connector and binding plate from attempts to open the clip during the procedure. When the lock lever is pulled farther beyond the blue line during troubleshooting, this can put more stress on the lock line and harness and may cause the harness to become wedged between the two components. Further device inspection found that the actuator coupler and mandrel, inner device components, had a bend in them. The clip was installed on a proxy shorty catheter with a proxy actuator coupler (therefore straight) to simulate actuation of the clip and it was able to be opened to invert smoothly. Potential causes for difficulty opening the clip are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and all components actuated as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the inability to open the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. The information provided in the case details indicated that the user prepared the device and positioned it toward the mitral valve according to the instructions for use (IFU). In this case, since the clip actuated as expected prior to use and the analysis confirmed that the clip was able to invert smoothly using a proxy catheter, the inability opening the clip was likely attributed to the bend in the actuator coupler. During actuation, the clip assembly travels up and down the actuator coupler, so if the coupler bends, actuation may be difficult to impossible. Additional attempts to then open the clip at this point can put a compressive load on the actuator mandrel and also cause it to bend as a result. It is possible that there unidentified procedural interactions (e.g. Due to the anatomy) during use which caused more tension on the device, such that the coupler became bent and therefore resulted in the inability to open the clip; however, this cannot be confirmed. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported inability to open the clip could not be determined. There does not appear to be any evidence of a product quality deficiency. It was further noted that while removing the cds from the sgc, the sgc soft tip became damaged. The clip did not get stuck on the tip, but the removal was a little difficult. The sgc used during the procedure was returned with tears in the soft tip, which is consistent with the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. During functional testing of the devices, no issues were noted when removing the cds from the sgc; however, the difficulty retracting the clip into the guide could not be properly replicated a testing environment due to the damaged condition of the returned sgc. In this case, since there were no issues identified with the cds or sgc in regards to retracting the clip from the guide tip, it is possible that the clip may have slightly opened during troubleshooting maneuvers and therefore was not fully closed or was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds. This interaction would cause the difficulty removing the cds and result in tears in the sgc soft tip. Based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds and damage to the sgc appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency.